Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with loss of best corrected visual acuity (bcva) in right eye. The patient complained of blur vision at distance. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.00 x .00 x 90; left eye pre-op 20/20 1.25 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90; right eye distance bcva 20/30. Left eye - no info.